Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 to 3 days ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7140130.

Event description:
It was reported that the patient had a midline wound infection at the incision site. Symptoms of swelling, fever, dehiscence, erythema, painful to touch and purulent drainage were noted. The patient was prescribed antibiotics and underwent a full system explant procedure. The explanted devices will not be returned, as they were kept by the medical facility.